Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that o ring on reservoir compartment was damaged. The customer¿s blood glucose level was unknown. Customer states that the reservoir still locks into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.